Manufacturer narrative:
This supplemental report is being submitted to provide additional information. According to information provided by olympus (thailand) co., ltd., the reported event, error e229, occurred during device preparation prior to the start of the procedure. The intended procedure was adenomyosis. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by a failure of the endoscope connected to the device, as the device inspection result by olympus (thailand) co., ltd. (Oth) could not confirm any anomalies and the scope ID data error e229 means scope ID data corruption. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The olympus engineer visited the user facility and confirmed the reported event. Then, this device and the wa50040a were returned to the service department of olympus ((B)(6)) co., ltd. (Oth) for inspection. The device inspection confirmed followings; the reported event was not reproduced. Oth performed a long running test on the device and wa50040a but no error message occurred. The device and the wa50040a passed inspection. Both returned the device and the wa50040a to the user facility on march 31, 2021. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
The customer called an olympus engineer and reported that error e229 occurred during preparation for use. This device was used in combination with the olympus rigid videoscope wa50040a. The customer replaced the device to another device. There was no report of patient injury associated with this event.